Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw mw5154202); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. F1 user facility f2 uf/importer report number: f3 user facility name/address: f4 contact person: f5 phone number: f6 date user facility became aware of the event: f7 type of report: version - 0 f8 date of this report: 13-mar-2024 f9 approximate age of device: f10 event problem codes: f11 report sent to FDA: n f12 location where event occurred: f13 report sent to manufacturer: f14 manufacturer name and address: MFR. Name: medtronic address: 8200 coral sea street ne city: mounds view state: mn zip: 55112 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was loss of capture on the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.